Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported false downstream occlusion which were reproduced during evaluation. Multiple events of downstream occlusion were verified through a review of the event history log and found to be caused by a downstream tubing guide was out of adjustment which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false downstream occlusion error. There was no patient involvement. No additional information is available.